Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer thinks his pump is not working as the reservoirs only last over night. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.